Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.9, lab: 3.8. Time between testing - one hour. Patient self tester's therapeutic ranger is 2-3. Patient self tester was taking antibiotics and steroids from (B)(6); she stated that her physician instructed her to stop taking coumadin on (B)(6) and she resumed taking coumadin on (B)(6).